Event description:
The customer complained of erroneous results for 2 patient samples tested for ion selective electrode chloride and sodium. It is not known if erroneous results were reported outside of the laboratory. The customer provided an initial and repeat result for chloride and an initial and repeat result for sodium. It is unclear whether the results provided were for one patient sample or if the chloride results were for one patient and the sodium results were for the other patient. The customer has declined to provide any additional information regarding this event. The initial chloride result was 129.2 (unit of measure not provided). The repeat result was 100.8 (unit of measure not provided). The initial sodium result was 109.4 (unit of measure not provided). The repeat result was 140.1 (unit of measure not provided). No adverse event was reported. The chloride and sodium electrode lot numbers and expiration dates were not provided. Quality controls were acceptable. The field service representative visited the customer site on (B)(6) 2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The field service representative removed and cleaned ise nozzles, adjusted sample probe wash position and ran ise checks which were acceptable. No further issues have occurred.